Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient built a trench and the ins stopped working for a week and then it started working again. Patient stated his healthcare provider (hcp) said this was caused because he over worked the muscles. Patient stated that about a year and a half ago the ins stopped working again. Patient said that originally he changed from program 3 to program 4, but later stated he changed amplitude from 3.4 to 4.4 volts. Since the change, the device has worked perfectly until (B)(6) 2019. Patient stated that in (B)(6) 2019 he noticed electrical shocks when he pees. It was confirmed stimulation was on and on program 4. Patient switched from program 4 to program 1 at 1.0. Patient felt a 'clicking' at 1.2 volts on program 1 and said it was annoying. Patient then confirmed that in 1.0v he was comfortable. Patient then call back stating that he cannot feel it and it is now working on any of the settings. Patient was advised to follow-up with the healthcare provider. No further complications were reported.